Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , did not reveal any device-related issues. A specific cause for the reported events (death and head thrombus), as well as a direct correlation to heartmate 3 lvas, serial number (B)(6) , could not be conclusively be determined through this evaluation. (B)(6) was returned with the driveline fully intact and attached to the inline connector of the modular cable. Approximately 11.25¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft attachment. (B)(6) appeared to have been exposed to a fixative agent prior to being returned for evaluation. Upon disassembly of (B)(6) , inspection of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did no reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device operating as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021 the heartmate 3 lvas IFU and patient handbook are currently available. This IFU lists stroke and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6 entitled ¿patient care and management¿ lists neurological dysfunction and thromboembolism as potential postimplant complications. This section also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient did not wake up after pump implant ton (B)(6) 2021. A computed axial tomography (¿cat) scan found thrombus in the head. The patient passed away (B)(6) 2021. The device will be returned.